Event description:
It was reported that the lead impedance increased from 400 ohms to 2800 ohms and threshold increased to 3v at 0.4ms. The lead was explanted. No patient complications have been reported as a result of this event.